Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's vns generator had previously been removed and not replaced due to sleep apnea. The explanted generator has been received and is currently undergoing analysis. A returned product form received with the generator also indicates the reason for explant as sleep apnea. Attempts for additional information are in progress.